Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6); reported here as phone number exceeded character limit for designated field. Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted for pseudocyst drainage during a cyst gastrostomy procedure performed on (B)(6) 2026. During the procedure, the axios stent was successfully deployed; however, resistance was encountered when the catheter was removed from the patient because the nose cone became caught on the elevator, causing the catheter to break off. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's phone number is (B)(6). Block h6: imdrf device code a150207 captures the reportable event of delivery system difficult to remove. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: investigation results: based on the available information, boston scientific concludes that there is not enough evidence to determine if the reported events delivery system difficult to remove and tip detachment of device or device component were due to the physician's manipulation/technique during the procedure or related to a device malfunction. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. Device technical analysis: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Risk review: a review of the axios stent dfmea was completed and confirmed that the events of delivery system difficult to remove and tip detachment of device or device component were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted for pseudocyst drainage during a cyst gastrostomy procedure performed on (B)(6) 2026. During the procedure, the axios stent was successfully deployed; however, resistance was encountered when the catheter was removed from the patient because the nose cone became caught on the elevator, causing the catheter to break off. There were no patient complications reported as a result of this event.